Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. H3: device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter leaked at the hub. The device was required for a biliary catheter replacement procedure. After aseptic and antiseptic preparation and placement of sterile drapes, a hydrophilic guidewire was advanced over the previously implanted biliary catheter, and the catheter was removed. The guidewire is used to maintain access, and a new 10.2 fr biliary drainage catheter was advanced over the wire and was secured with the mac-loc system. When the drainage bag was connected, persistent leakage of bile was identified at the proximal locking system. This catheter was then removed, and a new catheter was inserted to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.